Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up check. Upon review, the pacemaker exhibited premature discharge of battery. The pacemaker was explanted and replaced on (B)(6) 2020. Patient was stable.